Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and discomfort in his lower abdomen. Additionally, the device exhibited fluid loss. A computed tomography (CT) scan was performed and revealed that the balloon was not sitting properly, and a kink was noted in the balloon near the neck. Consequently, a surgical procedure was performed, during which a hole in the balloon was identified; therefore, the balloon was removed and replaced. No additional patient complications were reported.